Event description:
After rebooting the laser error 211 and 202 were observed. "No injury" reported.

Manufacturer narrative:
Service repair performed by the distributor on march 23, 2017. The resonator s/n (B)(4) was received at the manufacturer on april 12, 2017. Product evaluation: the resonator was evaluated on may 04, 2017 and noted the reported issue of "error 111- diode voltage" was confirmed. The diode voltage was found to be low on test bench 10.9 volts in standby mode. Coupler lens was unclean on fiber side causing temperature to rise quickly was noted. The diode, fiber lens, holder and desiccant were replaced. Probable root cause: based on analysis results, the probable root cause was determined to be faulty diode and unclean coupler lens in the resonator.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service repair performed by the distributor on march 23, 2017. The resonator s/n (B)(4) was received at the manufacturer on april 12, 2017.

Manufacturer narrative:
System analysis/service repair performed by the distributor on march 23, 2017: the reported error was verified and reproduced. The resonator was determined to be faulty and replaced. The laser was calibrated, tested, and verified to meet manufacturer's specifications. The faulty resonator has not been returned for analysis.

Event description:
It was reported that during a bph surgical procedure "error111" occurred. Restarting the system did not clear the error. The case was completed using an alternative procedure (turp). Patient outcome: "there was no problem"